Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files 6x ster broke during use. Broken piece remains in tooth canal and was incorporated into filling.

Manufacturer narrative:
Summary: only a unused reciproc blue file r25 8/100 25mm 025 was returned. The file which broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review. The unused file was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).